Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information received, ¿intraoperatively it was noticed that the two instrument do not fit together as required for balancing. It was not possible to to use the balancing, procedure was changed to native mechanical alignment. No patient harm reported, no surgical delay reported¿ the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that att themis bal tib tower rt has several signs of scratches and deformation inside the assembly tube. Additionally, the device presents several brown-orange stains that appears to be evidence of corrosion throughout the entire surface, mainly located on the engravings and inside the distal portion of the assembly tube. A functional test was preformed with the returned mating device (att themis bal fem post rt). The assessment revealed that the femoral tensor post was not able to pass thought the entire assembly of the tibial tower as intended; most likely due to the observed condition of the returned devices. The observed condition of the assembly tube is consistent with a random component failure that may have been caused by exposure to unintended forces, heavy use and misalignment of devices during assembly. However, without further information, it is not possible to determine the root cause. Regarding the corrosion; this condition is not an expected failure if it is used as intended and the parameters within the instructions for use (IFU) are followed for cleaning, decontamination and sterilization. The device had experienced 4.3 years of usage and the number of procedures (cycles) it had gone through its life in the field is unknown. Although the observed condition of the instrument cannot be attributed to design or manufacturing, with the information available, a definitive root cause cannot be established at this time due to there being multiple factors that may influence. A manufacturing record evaluation was performed for the finished device [254506004 / cv191528] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the att themis bal tib tower rt would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: (B)(6) 2) date of manufacture: 12/11/2020. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: (B)(4). Device history review ==> a manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information received, "intraoperatively it was noticed that the two instrument do not fit together as required for balancing. It was not possible to use the balancing, procedure was changed to native mechanical alignment. No patient harm reported, no surgical delay reported.¿. The product was not returned to medtech orthopaedics, however photos were provided for review. See attachments (B)(4) source doc - not to be translated and (B)(4) photos. The investigation was not able to confirm the reported event as the complaint condition was not represented clearly in the provided photo. The provided evidence was not sufficient to confirm the reported event of inability to assemble. Functionality issues cannot be evaluated through a photo investigation. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> based on the information provided by the manufacturing site: 1) quantity manufactured: (B)(4). 2) date of manufacture: 12/11/2020. 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a. 5) IFU reference: 0902-60-001. Refer attachment "re: (B)(4)".

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Intraoperatively it was noticed that the two instruments belonging together cannot be connected/assembled. No patient harm reported, no surgical delay reported.